Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The product support engineer (pse) confirmed the reported issue. The pse inspected the device and replaced the o2 sensor and power cord due to the unit failing the electrical test.

Event description:
The customer reported that the ventilator had a high o2 alarm. There was no patient involvement at the time the issue was discovered.